Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in a clinical study who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate for non-malignant pain. It was reported that the patient experienced swelling and pain at her catheter implant site on (B)(6) 2016. The event had resulted in an unscheduled clinic/office visit. Examination by a physician on (B)(6) 2016 revealed fluid collection over the midline spinal catheter implant site. Other surgical intervention was performed; fluoroscopically guided aspiration of the spinal catheter implant site was performed on (B)(6) 2016. The event resolved without sequelae as of (B)(6) 2016. Regarding etiology, the event was not related to the device or therapy but was related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 8784, lot# n593651001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the clinical study. The lot number of the catheter involved with the fluid collection at the spinal catheter implant site is (B)(4). It was noted that implant surgery was performed on (B)(6) 2016 and the device wasn't programmed until (B)(6) 2016. The programming date and time from the most recent refill prior to the event were (B)(6) 2016 at 14:05.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.